Event description:
It was reported that the customer's insulin pump was cracked at the battery compartment. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display as result of a faulty component on the interface board. The device was returned with cracked and bleeding liquid crystal display glass. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.